Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive tech support engineer (tse) advised the site that the roll bearing of the endoscope could be causing the issue. It was recommended to isolate and return the endoscope if the issue continues. An intuitive field service engineer followed up with the site as well and was advised that there had been no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the endoscope for failure analysis. A follow-up MDR will be submitted (post-engineering evaluation) and/or if additional information is obtained. A log review confirmed the cholecystectomy procedure on (B)(6) 2022 on system (B)(4). A review of the instrument log for the endoscope plus (470057-08/0010191009) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4), indicating the endoscope has been in use during subsequent procedures. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope had an image orientation issue. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the orientation was off on all of the instruments. The motion felt inverted. The intuitive tech support engineer (tse) reviewed the live logs and found error 22020, pointing to the endoscope failing to engage with the roll axis. The tse explained that the roll bearing on the endoscope could have contributed to the non-intuitive motion. The tse suggested isolating the endoscope to see if the issue was resolved. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.